Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 595 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer was feeling thirsty and had shortness of breath due to their high blood glucose. It was also found the customer did not believe insulin was being properly delivered to their body. Customer stated they have not received any no delivery alarms. Troubleshooting did not find any issues with the customer's insulin pump. It was also found the customer did not have a bent cannula after removing their infusion set. Troubleshooting was also not completed as the customer did not have a tubing clamp available at the time. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.